Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome-other. It was reported that the patient was having to charge too often. The patient stated that they were charging 4 or more hours everyday and they couldn't physically keep up with that demand. The rep stated that they provided new programming today that used less energy, but they were inquiring if the ins was working optimally in terms of charging/depletion. The patient had not been recently reprogrammed or switched to a new group and had not had a previous over-discharge event. The rep stated the patient had been on their current settings for over 2.5 years and reported no over-discharges. The rep state that when the ins depletes, the patient typically charges it within a day or two. The rep indicated that they had their clinician programmer and were also with the patient at the time of the call. The settings the patient had been using were the following: 4.6v, 90 pw, 1000 rate,582 ohms, 24 hours/day, 1 cathode/4 anodes. The patient¿s settings and recharge interval calculations were bol: 3.45 days, eol: 2.82 days. The rep also mentioned that the clinician showed a 66% usage. The rep indicated that sometimes when the ins depletes the patient can't recharge it right away so in those instances the ins would have been off for a period of time, but the patient uses the ins as much as they can when it is charged. The rep ran electrode impedances and checked different reference electrodes. All impedances were ranged from around 1200 to 1700 ohms except for contact 8 which was around 2000 to 2600 ohms. It was reported that therapy impedances greater than 300 ohms. It was reported that recharge statistics from the recharger were documented and the following is a brief summary of analysis. Typical interval - 1.5 days typical duration - 3.5 hours typical coupling ¿ 8 10/29 0.3 hours, 100% charged 10/28 2 hours, 100% charged 10/283.4 hours, 75% charged 10/26 3.6 hours, 100% charged 10/24 2.2 hours, 75% charged 10/22 4.4 hours, 100% charged the recharger indicated that the patient was not charging every day and on the days they did charge, the length of time appeared appropriate given coupling and how much the ins was depleted. Technical services reviewed there was one instance where the ins was charge to 100 percent and reached a depleted stated in less time (approximately two days) than the expected approximate three days estimated in interval calculation. The recharge interval with new programming given today was the following: 6v, 90 pw, 1000 rate, 1 anode/1 cathode, 24 hours/day, 519 ohms. The estimate at bol was 1.95 days and eol was 1.54 days. Technical services reviewed the typical time to charge the ins from empty to full and that the system appeared to be functioning normally and there wasn't anything standing out at as a clear system issue. Technical services agreed with the caller that there was an instance in which the ins went from completely full to completely empty in roughly two days as opposed to about three days as given from calculations. Technical services suggested that the patient continue with normal recharging habits and recharger stats could be obtained again in a week or two as well as a data file. Technical services reviewed that the new programming today would result in more recharging given the calculations. No medical symptoms were reported. The event date was asked but was unknown, the patient just stated that they had noticed it increase gradually over time. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient having to recharge too frequently/the ins depleting quickly was not determined. It was reported that an impedance test was performed, but impedances were found to be normal for the electrodes the patient was using. Reprogramming was offered, but the patient reported that they were getting great pain relief. The issue of the patient having to recharge too frequently/depleting quickly had not been resolved. The patient's weight at the time of the event was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.